Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer believes the pump was not delivering insulin appropriately. The customer's blood glucose was in the 300's mg/dl. The customer declined troubleshooting and declined to provide further information with tandem technical support.